Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the back. The site was raised and had a puss pocket. The patient was taken to the children's hospital and diagnosed with a staph infection. The patient was treated with mupirocin 2% cream and was told to use it twice a day. Once in the morning and once in the evening.